Event description:
The customer observed a falsely decreased alinity I tsh results for three patients. The following data was provided (customer¿s normal range is 0.35-4.94 miu/l): sample ID: (B)(6) initial result, on (B)(6) 2025, was <0.008, repeat results were 0.239 and 0.308 miu/l. Sample ID: (B)(6) initial result, on (B)(6) 2025, was 0.139, repeat results were 0.078 and 5.673 miu/l. Sample ID: (B)(6) initial result, on (B)(6) 2025, was 0.016, repeat results were 0.131 and 4.135 miu/l. There was no impact to patient management reported.

Manufacturer narrative:
Section a1: patient identifier complete entry: sample ID: (B)(6). All available patient information was included. Additional patient details are not available. The complaint investigation for falsely decreased alinity I tsh results included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot: 73339ud00 was evaluated using worldwide field data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of tracking and trending for the product and the likely cause lot did not identify an increase in complaint activity. Device history record review on lot: 73339ud00 did not show any potential non-conformance's or deviations. Labeling was reviewed and found to adequately address the issue under review. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the alinity I tsh reagent, lot number: 73339ud00, was identified.